Manufacturer narrative:
The flow coupler monitor in question was returned to the subcontractor for investigation. The monitor is in process of being evaluated. A follow-up MDR report will be submitted as soon as the investigation is finalized.

Event description:
During an unknown procedure, it was reported that following placement of an unspecified flow coupler device, the flow coupler was hooked up to the flow coupler monitor and after about 3 minutes in use, the flow coupler monitor began to make a crackle sound and started to smoke. At the time of the event, the monitor was running on battery power. A replacement monitor was obtained in order to provide venous anastomosis monitoring. It was noted that the monitor had been in operation for approx 3 months prior to the event. There was no harm to the pt reported.